Event description:
It was reported that the patient presented in hospital for device change-out due to eri. Externalized conductors were noted via x-ray. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.